Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. The insulin pump passed the displacement accuracy test. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 560 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with bolus from the pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.